Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported per corelab image read of the 6 month dsa/3d dsa on (B)(6) 2019, the following findings were noted: pipeline braid hump deformation, more - good comparability - pipeline foreshortening (movement on either or both ends of the device in opposite direction towards the aneurysm neck), more - good comparability - intimal hyperplasia of the proximal third, middle third and distal third of the stent (overall parent artery stenosis reported as 75 to 100%). Per corelab image read of the 12 month dsa/3d dsa on (B)(6) 2020, the following findings were noted: - pipeline braid hump deformation - pipeline foreshortening (movement on either or both ends of the device in opposite direction towards the aneurysm neck) - intimal hyperplasia of the proximal third, middle third and distal third of the stent (overall parent artery stenosis reported as 75 to 100%). No associated symptoms or actions taken reported by site (other than treatment with oral meds for parent artery stenosis as reported via ae1). Site reported adverse event of stroke has been assessed by sponsor to be related to device. - submit date on (B)(6) 2021. Stroke: has been adjudicated by cec as a serious adverse event, major ischemic stroke, possible related to procedure and causal relationship with device. Intrastent stenosis or parent artery 50-60% has been adjudicated by cec as a serious adverse event, filiform stenosis of flow diverter in right internal carotid artery c6 and c7, possible related to procedure and causal relationship with device. Corelab has reported ¿parent artery occlusion, thrombus at device, stenosis >75 to 100% ¿ at the 180-day follow-up visit on (B)(6) 2019.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a stroke (occlusion of the flow diverter) after the pipeline embolization flow diverter device was implanted. Endovascular intervention was needed to treat the adverse event. The stroke was assessed by the sponsor to be related to the device. The patient was underwent embolization treatment for an unruptured saccular sidewall aneurysm measuring 6mm x 6mm x 2mm (dia, hgt, neck) located in the c7 segment of the left internal carotid artery (ica). Post procedural angiography showed significant stasis and raymond roy class 1. There was complete neck coverage. Additional information was received stating that patient experienced new or worsening of neurological deficit of transient ischemic attach or permanent stroke, infarction. The stroke start date was (B)(6) 2018 and resolved on the same day. During 180-day in person follow-up assessment performed on (B)(6) 2019, the site reported that subject experienced new or worsening of neurological deficit as a result of the stroke. Imaging at the visit showed parent artery occlusion, thrombus at device, and stenosis 75 to 100%. Medtronic received a report that intrastent stenosis of the parent artery was 50-60%. Oral corticoid (prednisone) was given to treat the stenosis, and the patient was recovering. No further actions were required. An assessment showed that the stenosis was possibly related to the device, disease under study, or an underlying condition. There was no device malfunction alleged or identified with the event. Ancillary devices: balloon, coils, phenom 27 microcatheter